Event description:
A malfunction was reported with the pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer was unable to turn off the pump after receiving initial instructions to reset it. Tandem technical support provided further assistance by offering pump reset information and instructed the customer on how to place the pump into storage mode for return. The customer agreed to use a backup insulin pump and acknowledged the process for returning the malfunctioning pump with a pre-paid label within 10 days.